Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pc system crashed frequently, the customer had to restart the system several times to bootup. Upon troubleshooting, the fse found that the user interface would get stuck sometimes. The fse unplugged the mainboards, cleaned the host pc and reloaded the software but the issue persisted. It was confirmed that the host pc had problems. The failure analysis of the host pc confirmed the host pc failed memory check and the cause of the failure was failed ram/memory. However, the fse replaced the host pc and reloaded the ghost image to resolve the issue. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was freezes at boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.